Manufacturer narrative:
Concomitant medical products: 37702 pain stim ipg, implanted (B)(6) 2008; 3708140 neuro extension, implanted (B)(6) 2008; 37742 neuro programmer, implanted (B)(6) 2008; 39565-30 pain stim lead, implanted (B)(6) 2008; 3708140 neuro extension, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead presented with poor sensing and no capture as well as high impedance. Upon fluoroscopy, atrial lead dislodgement was evident. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited high and variable impedance levels. It is suspected that an atrial lead fracture occurred.